Manufacturer narrative:
Concomitant product: xom unknown nim. The product analysis indicates that the reported issue could not be confirmed. The device was working normally and received in good condition. The software was upgraded. The device was successfully tested to specifications.

Event description:
It was reported that there was no signal from the device. Follow-up with the sales rep indicates there had been a problem with the patient interface, but the system is currently working fine. Requests for additional information from the facility have been made with no response received at this time. There was no injury reported as a result of this event.